Event description:
The user facility reported a (B)(6) male implanted with an impella cp for percutaneous coronary intervention (pci). After being placed on impella cp support, the patient went into ventricular fibrillation requiring defibrillation. When preparing to exchange the peel-away for the repo sheath, a hematoma was noted following the exchange as well as a hematoma to the left femoral artery (lfa) access site. Manual pressure was applied to both with little improvement in the sites. The sheaths were secured and dressed, and the patient was transferred urgently to the or for a coronary artery bypass grafting (CABG). The patient did require blood transfusions during the surgery. At the end of the case the groins were assessed and were thought to be stable and no longer bleeding or growing, so no exploration was performed. Systemic heparin was withheld due to bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.